Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Photo investigation: the device was not returned. A photo-investigation was performed on the image received. Upon inspecting the image provided, it can be observed that one of the balloon was inflated completely and the other balloon is in deflated condition in the radiograph. However, it cannot be confirmed if the balloon surface was cracked/broken from the image provided. The root cause for the reported event cannot be determined from the available information. Further investigation will be conducted should the device be returned or additional information be received. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a DHR review could not be performed as the device lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery, the vbs balloon burst before the maximum pressure reach. It was unknown if the surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves one (1) device. This report is for one (1) vertebral body stent-small this is report 1 of 1 for complaint (B)(4).